Event description:
Pt underwent orthodontic treatment with smile direct club. Aligners did not cover her back molars and they super-erupted leaving her with a 2mm openbite. Since no dr monitored her throughout treatment to catch the problem, her bite is not debilitating.